Manufacturer narrative:
Additional information: e1 (event site postal code:(B)(6)). A getinge field service engineer (fse) evaluated the unit and resolved the issue by cleaning and resetting all the connections from monitor. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump screen was flickering. The unit screen display flickering after switching on. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).